Event description:
A surgeon reported a pt who experienced double images following bilateral intraocular lens (iol) implant surgeries. Additional information was received from the surgeon who reported, in his opinion, it is unknown if the device caused/contributed to the event. He indicated the lens is in the bag with no opacity. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).